Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer cleaned the dilution cup and found signs of wear/marks in the bottom. He replaced the sipper, vacuum nozzle, tubing, and vacuum needle. He cleaned the tubes from the solenoid valves to the vacuum tank. He ran ise checks and the customer ran calibration and qc that were all acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. The samples were repeated on the same and/or other cobas pure analyzer. On (B)(6) 2025, sample (B)(6) initial result was 141 mmol/land the repeat results were 143.2 mmol/l and 147.4 mmol/l. On (B)(6) 2025, sample (B)(6) initial result was 139 mmol/l and the repeat results were 136 mmol/l and 133 mmol/l. On (B)(6) 2025, sample (B)(6) initial result was 152 mmol/l. And the repeat result was 141 mmol/l. On (B)(6) 2025, sample (B)(6) initial result was 150 mmol/l and the repeat result was 143 mmol/l. On (B)(6) 2025, sample (B)(6) initial result was 148 mmol/l and the repeat result was 141 mmol/l. On (B)(6) 2025, sample (B)(6) initial result was 154 mmol/l and the repeat result was 144 mmol/l.